Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump was alerting her that she was low although her blood glucose would be fine. The customer's blood glucose at the time was unknown. She also stated she would recalibrate her sensor, but the issue was not resolved. Customer stated her blood glucose would be 100 mg/dl and her sensor glucose would be 60 mg/dl. She also stated her insulin pump would go into threshold suspend mode. Customer was advised to monitor the issue. No additional information provided.